Event description:
Falsely elevated troponin result obtained on the dimension rxl max was 4.55 ng/ml. The high result was questioned by the physician and repeat testing on the same sample yielded 0.04 ng/ml. Customer reported fibrin in the sample. Analysis of instrument filter data for this sample is consistent with fibrin causing clumping of reagent.